Event description:
It was reported that the patient's ins and both extensions were removed due to infection. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow up report will be sent if additional information is received.